Event description:
It was reported that the health care provider (hcp) saw a low and empty reservoir alarm when the reservoir volume according to the physician programmer (8840) stated it was 3.7ml. It was later reported that the manufacturer representative guessed what happened was that the hcp programming the pump changed the reservoir volume on the programmer perhaps thinking they were going to refill the pump and then changed it back prior to updating it however this was not confirmed. Per telemetry strips provided, when the pump was interrogated on (B)(6) 2011, it was confirmed the reservoir alarm volume was listed at 3.7ml and the low reservoir alarm volume was 0.5ml. It was then reported the device was used to deliver ziconotide. Actions required as a result of the event were reprogramming. After updating the pump again, the alarm disappeared. There was no patient injury and the patient outcome as listed as ¿o.k.¿ it was then reported the pump had been programmed by another clinic the day before the event. There was no access to what the clinic might have done.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. (B)(4).